Event description:
Customer performed a blood glucose test and received results of 232 mg/dl and 257mg/dl at 11:45am. She had a fasting lab performed at 12:15 or 12:30pm with a result of 112mg/dl. The customer uses a sliding scale and believes she has taken insulin based on inaccurate results. Level one control was in range. A request was made for return of the suspect device and replacement product was sent.